Event description:
It was reported that during a device follow up after the patient had undergone a magnetic resonance imaging (MRI) scan, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a low system shock impedance measurement of less than 30 ohms. The patient stated that the MRI staff did not know about the implanted device and it was not programmed to MRI protection mode. The patient returned to the clinic the following day and the impedance was still less than 30 ohms. The physician planned to wait 48 more hours to re-check the device and would perform defibrillation threshold (dft) testing if the impedance remained low. Additionally, a chest x-ray was also planned. Additional information was received. No dft was performed, no surgical intervention was planned. Technical services reviewed the impedance trends; it was noted that the values had been decreasing before the MRI was done, with two measurements that were low, out of range at less than 25 ohms occurring in (B)(6) 2024. The impedance measurements were stabilizing at around 28 ohms as of late. Technical services recommended continuing to monitor the shock impedance trends. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.